Event description:
Revision surgery - the original case was performed 2 months ago, and was a revision of a failed zimmer shoulder. Patient had a significant glenoid defect and an allograft was inserted and the djo baseplate was implanted. The graft failed, and the baseplate shifted, due to not enough bone purchase and stability. The surgeon decided to remove baseplate and convert to a hemi, due to poor glenoid bone stock.